Event description:
The customer contacted stryker to report that their device did not function during a resuscitation. The patient associated with the reported event did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The electronic records were downloaded for review. The product assessment center (pac) technician evaluated the device and the battery and could not detect any malfunction. A cause of the reported issue could not be determined. A clinical review of this case was performed: insufficient data within the file to determine the impact of the device use. The details of the malfunction of the device are unclear. None of the device files contain patient data. The customer currently has no additional information regarding the event. Overall, there is not enough information to form a conclusion regarding contribution. Device use contribution is unknown.

Event description:
The customer contacted stryker to report that their device did not function during a resuscitation. The patient associated with the reported event did not survive.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. The device was extensively evaluated; no device malfunction was observed. The returned battery was used for internal testing purposed, therefore the battery was replaced. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced device's battery was returned to the product assessment center (pac) for evaluation. The reported issue could not be verified. The root cause of the reported failure could not be determined as the reported issues could not be verified.

Manufacturer narrative:
The health care provider reported that the device use did not contribute to the patient outcome. The clinical review was updated accordingly. Section b1 and h1 have been updated accordingly.

Event description:
The customer contacted stryker to report that their device did not function during a resuscitation. The patient associated with the reported event did not survive.